Event description:
Distributor received info that this implantable ICD and lead system may be experiencing oversensing and inappropriate therapy. The physician performed an invasive procedure and identified an insulation problem with the two leads.